Event description:
It was reported that the patient had difficulty charging the ipg. It was confirmed through x-ray that the ipg had migrated. The patient underwent a pocket reposition procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three weeks ago from date manufacturer was made aware.